Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of cervical/neck. It was reported that the patient felt a shocking sensation from their device. The patient reported that their hands, neck, and back tingle when the stimulation was on and it had never helped with the pain. The patient reported that the shocking was there since they got the device. The patient wanted to have their ins removed, but they did not have a healthcare provider (hcp) at the time of the event. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the shocking was not de termined, nor had it been resolved. The patient noted that his weight was about (B)(6) pounds at the time of the event. There were no further complications reported.